Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change out and possible right atrial lead revision. Upon interrogation the right atrial lead exhibited over-sensing noise which was reproducible. The lead was capped and replaced on (B)(6) 2021 without any complications. The patient was in stable condition.